Event description:
Device appears to be intermittently oversensing on the atrial lead; does not appear to be affecting arrhythmia detection/termination. Device appears to be intermittently undersensing on ventricular lead; does not appear to be affecting arrhythmia detection/therapy. Reference report: mw5120648. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).